Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023, and was administered with topical antibiotics during the same surgery. This report is submitted on january 03, 2024.

Manufacturer narrative:
This report was submitted on december 11, 2023.

Event description:
Per the clinic, the patient experienced recurrent infections between abutment and soft tissue area (specific date not reported). Subsequently, the patient was treated with steroid injection on (B)(6) 2023. The implanted device remains.